Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 1647 ventricular- sensing integrity counter (sic) since last session 55 days ago. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(4)-2015 for ventricular- sensing integrity counter (sic) and non-sustained tachycardia.oversensing associated with the right ventricular lead was found. There were 3 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(4)-2015. (B)(4)

Event description:
It was reported that the device had a noise sensing and detection issue and simulated short v-v intervals. Additionally, the lead had high sensing integrity counter (sic). The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.